Event description:
A consumer reported that prior to cataract surgery he/she had glasses, contacts for a short time too. After the cataract surgery consumer felt like world had brightened up. As he/she awaited the surgery for implants, he/she was looking forward to not having to wear glasses at all, except perhaps on the counter (otc) readers. The first year after the intraocular lens (iol) implant procedure, he/she saw physician to see about having the implants removed but was told and understood that the lenses had fully set. The consumer¿s most recent eye exam resulted in a new prescription of tri-focals. For the past little over two years, the consumer has struggled and continued to have piercing random pain in left eye and was told it was because the eyes struggle to be in synch (my interpretation). Since the surgery consumer has relied on readers at every step (before the surgery they could read anything without aid). Consumer was a voracious reader. In recent year, longer distance vision has diminished. Consumer¿s vision was blurry and had lights from the side of head and black spots from nowhere (for which he/she was told in last visit this was floaters). Consumer¿s vision was forever changed. He/she had more headaches than ever. He/she was yet to have glasses made for tri-focals. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined, not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).